Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: not applicable, as there was no patient contact with the device. Section d6a: not applicable, as the lens was not implanted. Section d6b: not applicable, as the lens was not implanted, hence not explanted device evaluation: product evaluation was not performed because the product has not been received. The complaint issue reported could not be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search in the complaint system revealed that no other complaints were received for this production order number. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that upon opening the product packaging, the preloaded monofocal intraocular lens (iol), model dib00, was found to be malfunctioning. No patient contact occurred. No additional information was provided.

Manufacturer narrative:
Corrected data: upon further review, it was determined that the event does not meet the criteria for lens damage and should not have been reported. Therefore, the event is no longer considered reportable, and no additional information will be provided under this manufacturer report number 3012236936-2026-0000700. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.